Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the trocar appeared to be leaking gas. There was no consequence to the pt.

Manufacturer narrative:
Based on the visual examination and the functionality testing it was confirmed that an open flapper door caused the leakage. This nonconformance resulted from improper sonic welding of the valve seat in combination with excessive material from the flapper door. The welding process is currently being reviewed. Co reviews each incident as it occurs in an effort to continuously improve the products and the processes.